Manufacturer narrative:
Eval result: brake adjuster, bumper channel.

Event description:
It was reported by service report that the brakes are not holding and the bumper strip was detached exposing sharp edges. No pt involvement or adverse consequences are reported.